Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with stent damage. Stent struts were raised at points along its length. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2011. It was reported that during a stenting treatment procedure, difficulty crossing occurred. The 76% stenosed lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was pre-dilated and the 2.50 x 16mm promus element monorail stent delivery system was advanced but would not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.